Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported per literature review, that the source literature reported several cases of non-advisory subcutaneous implantable cardioverter defibrillator (s-ICD) early battery depletion occurring before expected manufacturer longevity estimates. A retrospective review was performed which included 118 non-advisory emblem s-icds that were first implanted at this center in june 2015 and have been followed at this same medical center. The device subset included 57 a209 models and 61 a219 devices. There were four premature battery failures identified, two of each model which resulted in device explant. No additional adverse patient effects were reported.